Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in laparoscopic procedure, when attempted to close stapler before putting down the trocar the stapler was loaded but unable to fire. The surgeon was able to press the green button and squeeze the handle. A new handle was used to complete the case. No injury.